Event description:
It was reported that a patient underwent a surgical resection of abdominal hemangioma surgery on (B)(6) 2026, and suture was used. During surgery, when a doctor was using suture to suture blood vessels and tissues, the suture suddenly broke. Although it did not cause major bleeding or damage to surrounding tissues, a second suture was performed on the patient, significantly prolonging the patient's surgery time and anesthesia time, increasing the probability of anesthesia related complications, and increasing the risk of infection. The doctor immediately replaced the suture and continued the surgery, and the patient's vital signs remained stable. It does not involve the merging of equipment. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent: 6/1/2026. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records reviewed, and no issue found. Additional information was requested, and the following was obtained: were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Was there any additional anesthesia needed? --received information as following from sales rep. Please refer to the event description, other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.